Event description:
Per the clinic, the patient developed an infection around the abutment site and subsequently experienced a loss of osseointegration on (B)(6) 2013; the patient was prescribed a ten day course of clindamycin 600mg. The device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Device currently unavailable.

Manufacturer narrative:
This report is filed february 18, 2014.